Manufacturer narrative:
Following return for analysis, this event will be further updated.

Event description:
It was reported that during a recent follow-up, this device exhibited a remaining battery level of 12 percent, while during the previous visit approximately six months prior, the battery was showing 63 percent. Data has been sent for a technical review so as to determine root cause and establish safe replacement period. No resulting adverse patient effects have been reported. The device was later explanted and is enroute for analysis.

Event description:
It was reported that during a recent follow-up, this device exhibited a remaining battery level of 12 percent, while during the previous visit approximately six months prior, the battery was showing 63 percent. Data has been sent for a technical review so as to determine root cause and establish safe replacement period. No resulting adverse patient effects have been reported. The device was later explanted and returned for analysis.

Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A higher than normal current drain was observed during testing. Testing confirmed a compromised capacitor caused the high current drain condition, which depleted this s-ICD's battery. Engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.